Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation; however, no malfunction of the melody valve was reported. The valve was explanted during the procedure to remove pre-existing stenosis in the conduit that the melody was implanted inside of.

Event description:
Medtronic received info that this transcatheter bioprosthetic valve was explanted after 16 months implant duration, due to a significant decrease in right ventricular function secondary to increased gradient between the right ventricle and distal pulmonary arteries. The conduit containing the melody valve was heavily stenosed and calcified. The valve was replaced by a non-medtronic bioprosthetic valve. No adverse pt effects were reported. The product was no returned.